Event description:
This event was captured on review of the article "graft-free surgical retroperitoneal vascular access as bail-out technique for failed percutaneous approach to transcatheter aortic valve replacement". It was reported that a single center retrospective study identified a total of 118 patients with symptomatic severe aortic stenosis who underwent tavr (transcatheter aortic valve replacement) between may 2007 and september 2011. Patients were divided into two groups: those who underwent surgical retroperitoneal access and those who underwent standard percutaneous femoral access. Of the 118 patients all underwent standard percutaneous femoral access, in 15 cases the femoral percutaneous approach was aborted and the retroperitoneal access was used to complete the procedure. Femoral access closure in the 15 patients was achieved using the sutures of two preclose delivered proglide devices. No device failures were reported for any of the patients. Clinical outcomes were as follows: life threatening bleeding complications as a result of vascular access complications blood transfusion. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Age - mean age reported as 84. Sex - 5 females, 10 males. Date of event - estimated date of occurrence, article was published in (B)(6) 2013. It is indicated that the devices are not returning for evaluation. This incident reported only patient effects with no allegation of a device issue and, as such, is not on its own an indication of a product deficiency. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency. Attachment: graft-free surgical retroperitoneal vascular access as bail-out technique for failed percutaneous approach to transcatheter aortic valve replacement (j endovasc ther 14 (2013) 23-26): israel m. Barbash, itsik ben-dor, danny dvir, cameron akbari, petros okubagzi, sean o donnell, john ricotta, frederick beavers, takki momin, lowell f. Satler, augusto d. Pichard, ron waksman.